Event description:
Patient was revised due to elevated metal ion levels. (Right hip)

Event description:
**Update** (B)(4) 2013. Litigation papers received. Litigation alleges pain, discomfort, swelling, immobilization, and acute localized damage to tissue and/or bone surrounding the acetabulum. There is no new additional information that would affect the investigation.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to elevated ion levels. Surgeon noted that the patient had no symptoms associated with the arthroplasty but was concerned about the recall. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.